Event description:
The lead was explanted and returned for evaluation. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: vmt007178v analysis found a stylet perforation of the outer insulation. It is unclear whether the damage occurred at implant or explant. The full lead was received for analysis.